Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned from an unknown source with information about right ventricular (rv) and right atrial (ra) lead alerts. A request for information was made and it was learned the patient is deceased and no other information was available. All of the alerts occurred on the same day and consisted of: rv lead impedance warning, high rv lead threshold, and atrial lead impedance warning.

Manufacturer narrative:
Product analysis summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.